Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not properly read oxygen saturation. Upon evaluation of the customer's device, physio-control observed all of the buttons on their device except for the power on button were unresponsive when pressed. As a result, defibrillation may not have been possible, if it were necessary. There was no patient use associated with the reported event.